Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that clotting occurred after use with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. The following information was provided by the initial reporter, "I spoke with the office manager. She spoke with one of the doctors there, and the issue was that the tubes were clotting, not "false readings," for approximately 12 patients with clotting issues. These were drawn by a very experienced phlebotomist. The same phlebotomist did the re-draws with a new lot# - 9184906, and have had no clotting issues with this new lot#. 1 of 2 complaints, 12 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The customer samples were tested and no issues relating to clotting were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that clotting occurred after use with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. The following information was provided by the initial reporter, " I spoke with the office manager. She spoke with one of the doctors there, and the issue was that the tubes were clotting, not "false readings," for approximately 12 patients with clotting issues. These were drawn by a very experienced phlebotomist. The same phlebotomist did the re-draws with a new lot# - 9184906, and have had no clotting issues with this new lot#. 1 of 2 complaints, 12 occurrences were reported.